Manufacturer narrative:
(B)(4).

Event description:
It felt like stimulation sensation waned on and off several times a day. This occurred after a pt programmer replacement. There was not enough stimulation at times. The stimulation that helped the pt symptoms required high energy from the implantable neurostimulator. Impedances of the left indicated open circuits. Stimulation was reprogrammed to be delivered through the right lead. The pt had great coverage afterward. However, the intermittent stimulation issue recurred. The pt was scheduled to have the leads replaced with a paddle lead. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.